Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6). Investigation summary bd received one sample along with four photos for investigation. Evaluation of both the sample and the photos showed a split female luer adapter, which resulted in leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged/cracked product/component and or leakage. Bd initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood leakage occurred due to a crack in the luer adapter. No adverse impact was reported regarding the patient or user.